Manufacturer narrative:
Additional information: breakdown of 1 events is as follows: cosmetic issues 1 serial number of the suspect product: (B)(4). 1 investigation was completed, and zero investigations are pending from this period. Breakdown of 1 completed investigations: (B)(4) no issues identified the investigation concluded that the product met manufacturing release criteria. A review of the records related to the device including complaint trend and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained then a supplemental medwatch will be filed. This report is being filed on an international device; tecnis symfony optiblue, model (B)(6) that has a similar device, tecnis symfony (B)(6) which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events